Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("irregular bleeding") in a female patient (gravida 1) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2017. In (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal fluctuations"), dyspareunia ("painful intercourse"), abdominal pain lower ("cramping"), abdominal distension ("bloating") and migraine ("severe migraines"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, hormone level abnormal, dyspareunia, abdominal pain lower, abdominal distension and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, hormone level abnormal and migraine to be related to essure. The reporter commented: she had no history of suffering from migraines prior to undergoing the implantation of essure.she may have no choice but to undergo a hysterectomy to remove the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure properly placed and tubes occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy/unintended pregnancy") and genital haemorrhage ("irregular bleeding/unusual bleeding") in a 36-year-old female patient (gravida 7, para 4) who had essure (batch no. A67122 - invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2017. The patient's past medical history included multigravida, parity 4 (total number of live births: ((B)(6) 1999, (B)(6) 2002, (B)(6) 2008, (B)(6) 2012)), caesarean section and gallstones removal. Previously administered products included for blood pressure: losartan and atenolol; for hiv: atripla. Concurrent conditions included cervicitis. Concomitant products included hydrocodone, ondansetron (zofran) and paracetamol (acetaminophen) for abdominal pain lower and genital bleeding, ibuprofen (motrin) for low back pain, paracetamol (tylenol) for low back pain and migraine and atenolol for migraine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal fluctuations"), dyspareunia ("painful intercourse"), abdominal pain lower ("cramping/pain and cramping"), abdominal distension ("bloating") and migraine ("severe migraines"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic multiport bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, hormone level abnormal, dyspareunia, abdominal pain lower, abdominal distension and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, hormone level abnormal and migraine to be related to essure. The reporter commented: she had no history of suffering from migraines prior to undergoing the implantation of essure. She may have no choice but to undergo a hysterectomy to remove the essure device. Per plaintiff fact sheet: hysteroscopic sterilization with essure device procedure: 2-3 coils on right, 2 coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: essure properly placed and tubes occluded. Pregnancy test - on (B)(6) 2017: positive. (B)(6) 2017, ultrasound scan revealed single live intrauterine pregnancy with mean gestational age of 9 weeks 6 days. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: abdominal pain." Most recent follow-up information incorporated above includes: on 22-aug-2018: update of information (batch is invalid). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy/unintended pregnancy") and genital haemorrhage ("irregular bleeding/unusual bleeding") in a 36-year-old female patient who had essure (batch no. A67122 - invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2017. The patient's medical history included multigravida, parity 4 (total number of live births: ((B)(6) , (B)(6) , (B)(6) , (B)(6) )), caesarean section and gallstones removal. Previously administered products included for blood pressure: losartan and atenolol; for hiv: atripla; for an unreported indication: genvoya. Concurrent conditions included cervicitis. Concomitant products included hydrocodone, ondansetron (zofran) and paracetamol (acetaminophen) for abdominal pain lower and genital bleeding, ibuprofen (motrin) for low back pain, paracetamol (tylenol) for low back pain and migraine, atenolol for migraine as well as medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain") and abdominal pain lower ("cramping/pain and cramping"). On (B)(6) 2017, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 4 years 1 month after insertion of essure. On an unknown date, the patient was found to have hormone level abnormal ("hormonal fluctuations") and experienced dyspareunia ("painful intercourse"), abdominal distension ("bloating"), migraine ("severe migraines") and back pain ("lower back pain"). The patient was treated with surgery (laparoscopic multiport bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the ectopic pregnancy with contraceptive device, hormone level abnormal, dyspareunia, abdominal distension, migraine and back pain outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain lower was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain lower, back pain, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, hormone level abnormal, migraine and pelvic pain to be related to essure. The reporter commented: she had no history of suffering from migraines prior to undergoing the implantation of essure. She may have no choice but to undergo a hysterectomy to remove the essure device. Per plaintiff fact sheet: hysteroscopic sterilization with essure device procedure: 2-3 coils on right, 2 coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: results: essure properly placed and tubes occluded.. Pregnancy test - on (B)(6) 2017: results: positive. Diagnostic results:(B)(6) 2017, ultrasound scan revealed single live intrauterine pregnancy with mean gestational age of 9 weeks 6 days. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: abdominal pain." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- events pain, cramping, and unusual bleeding decreased within three months of essure removal and lower back pain was added. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy/unintended pregnancy') in a 36-year-old female patient who had essure (batch no. A67122 - inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2017. The patient's medical history included multigravida, parity 4 (total number of live births: ((B)(6) 1999, (B)(6) 2002, (B)(6) 2008, (B)(6) 2012)), caesarean section and gallstones removal. (B)(6) 2017, ultrasound scan revealed single live intrauterine pregnancy with mean gestational age of 9 weeks 6 days. Previously administered products included for blood pressure: losartan and atenolol; for hiv: atripla; for an unreported indication: genvoya and hydrocodone. Concurrent conditions included cervicitis. Concomitant products included hydrocodone, ondansetron (zofran) and paracetamol (acetaminophen) for abdominal pain lower and genital bleeding, paracetamol (tylenol) for low back pain and migraine, atenolol for migraine as well as medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage ("irregular bleeding/unusual bleeding"), pelvic pain ("pain") and abdominal pain lower ("cramping/pain and cramping"). On (B)(6) 2017, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have hormone level abnormal ("hormonal fluctuations") and experienced dyspareunia ("painful intercourse"), abdominal distension ("bloating"), migraine ("severe migraines"), back pain ("lower back pain") and menstrual disorder ("unusual periods"). The patient was treated with surgery (laparoscopic multiport bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the ectopic pregnancy with contraceptive device, hormone level abnormal, dyspareunia, abdominal distension, migraine, back pain and menstrual disorder outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain lower was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain lower, back pain, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, hormone level abnormal, menstrual disorder, migraine and pelvic pain to be related to essure. The reporter commented: she had no history of suffering from migraines prior to undergoing the implantation of essure. She may have no choice but to undergo a hysterectomy to remove the essure device. Per plaintiff fact sheet: hysteroscopic sterilization with essure device procedure: 2-3 coils on right, 2 coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: results: essure properly placed and tubes occluded.. Pregnancy test - on (B)(6) 2017: results: positive. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: abdominal pain." Lot # reported (a67122) is inv. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy/unintended pregnancy') in a 36-year-old female patient who had essure (batch no: a67122 - inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on 23-mar-2017. The patient's medical history included multigravida, parity 4 (total number of live births: (on (B)(6) 1999, on (B)(6) 2002, on (B)(6) 2008, on (B)(6) 2012), caesarean section and gallstones removal on (B)(6) 2017, ultrasound scan revealed single live intrauterine pregnancy with mean gestational age of 9 weeks 6 days. Previously administered products included for blood pressure: losartan and atenolol; for hiv: atripla; for an unreported indication: genvoya and hydrocodone. Concurrent conditions included cervicitis. Concomitant products included hydrocodone, ondansetron (zofran) and paracetamol (acetaminophen) for abdominal pain lower and genital bleeding, paracetamol (tylenol) for low back pain and migraine, atenolol for migraine as well as medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage ("irregular bleeding/unusual bleeding"), pelvic pain ("pain") and abdominal pain lower ("cramping/pain and cramping"). On (B)(6) 2017, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have hormone level abnormal ("hormonal fluctuations") and experienced dyspareunia ("painful intercourse"), abdominal distension ("bloating"), migraine ("severe migraines"), back pain ("lower back pain") and menstrual disorder ("unusual periods"). The patient was treated with surgery (laparoscopic multiport bilateral salpingectomy). Essure was removed on 31-jan-2018. At the time of the report, the ectopic pregnancy with contraceptive device, hormone level abnormal, dyspareunia, abdominal distension, migraine, back pain and menstrual disorder outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain lower was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain lower, back pain, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, hormone level abnormal, menstrual disorder, migraine and pelvic pain to be related to essure. The reporter commented: she had no history of suffering from migraines prior to undergoing the implantation of essure. She may have no choice but to undergo a hysterectomy to remove the essure device. Per plaintiff fact sheet: hysteroscopic sterilization with essure device procedure: 2-3 coils on right, 2 coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in 2013: results: essure properly placed and tubes occluded. Pregnancy test: on (B)(6) 2017: results: positive. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: abdominal pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received: event unusual periods was added. Previously reported event of genital haemorrhage downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy/unintended pregnancy") and genital haemorrhage ("irregular bleeding/unusual bleeding") in a 36-year-old female patient (gravida 7, para 4) who had essure (batch no. A67122) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2017. The patient's past medical history included multigravida, parity 4 (total number of live births: ((B)(6) 1999, (B)(6) 2002, (B)(6) 2008, (B)(6) 2012)), caesarean section and gallstones removal. Previously administered products included for blood pressure: losartan and atenolol; for hiv: atripla. Concurrent conditions included cervicitis. Concomitant products included hydrocodone, ondansetron (zofran) and paracetamol (acetaminophen) for abdominal pain lower and genital bleeding, ibuprofen (motrin) for low back pain, paracetamol (tylenol) for low back pain and migraine and atenolol for migraine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal fluctuations"), dyspareunia ("painful intercourse"), abdominal pain lower ("cramping/pain and cramping"), abdominal distension ("bloating") and migraine ("severe migraines"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic multiport bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, hormone level abnormal, dyspareunia, abdominal pain lower, abdominal distension and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, hormone level abnormal and migraine to be related to essure. The reporter commented: she had no history of suffering from migraines prior to undergoing the implantation of essure. She may have no choice but to undergo a hysterectomy to remove the essure device. Per plaintiff fact sheet: hysteroscopic sterilization with essure device procedure: 2-3 coils on right, 2 coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: essure properly placed and tubes occluded. Pregnancy test - on (B)(6) 2017: positive. (B)(6) 2017, ultrasound scan revealed single live intrauterine pregnancy with mean gestational age of 9 weeks 6 days. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: abdominal pain." Most recent follow-up information incorporated above includes: on 27-jun-2018: reporter information was added. Her demographic was added. Lab data was added. Her historical medication/conditions and concurrent were added. Essure insertion and removal date was updated. Essure lot number was added. Essure indication was amended. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy/unintended pregnancy") and genital haemorrhage ("irregular bleeding/unusual bleeding") in a 36-year-old female patient (gravida 7, para 4) who had essure (batch no. A67122 - invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2017. The patient's past medical history included multigravida, parity 4 (total number of live births: ((B)(6) 1999, (B)(6) 2002, (B)(6) 2008, (B)(6) 2012)), caesarean section and gallstones removal. Previously administered products included for blood pressure: losartan and atenolol; for hiv: atripla. Concurrent conditions included cervicitis. Concomitant products included hydrocodone, ondansetron (zofran) and paracetamol (acetaminophen) for abdominal pain lower and genital bleeding, ibuprofen (motrin) for low back pain, paracetamol (tylenol) for low back pain and migraine and atenolol for migraine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), hormone level abnormal ("hormonal fluctuations"), dyspareunia ("painful intercourse"), abdominal pain lower ("cramping/pain and cramping"), abdominal distension ("bloating") and migraine ("severe migraines"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic multiport bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, pelvic pain, hormone level abnormal, dyspareunia, abdominal pain lower, abdominal distension and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, hormone level abnormal, migraine and pelvic pain to be related to essure. The reporter commented: she had no history of suffering from migraines prior to undergoing the implantation of essure. She may have no choice but to undergo a hysterectomy to remove the essure device. Per plaintiff fact sheet: hysteroscopic sterilization with essure device procedure: 2-3 coils on right, 2 coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: essure properly placed and tubes occluded. Pregnancy test - on (B)(6) 2017: positive. (B)(6) 2017, ultrasound scan revealed single live intrauterine pregnancy with mean gestational age of 9 weeks 6 days. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: abdominal pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2018: plaintiff fact sheet- event pain was added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.